Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and was no longer capturing. Additionally, the pacing impedance was high and out-of-range at greater than 2,500 ohms. The lead was viewed under fluoroscopy and there was no slack in the lead. It appeared that the lead had microdislodged as the lead was barely in the myocardium. No fracture was identified via fluoroscopy. The rv lead was partially abandoned surgically and a new rv lead was implanted. No additional adverse patient effects were reported.